Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (concentration 500 mcg/ml, unknown dose, old drug was dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. The flowrate was programmed too high and the patient had a sudden reaction to the medication. There was no out of box failure reported, on this report date they went to see the doctor and the doctor told them they were not able to modify the programming. Per tech, per doctor and patient discretion, the doctor can do a modified bridge bolus. The patient was on dilaudid but was having side effects; headache and nausea, the day after they put it in the pump, they went back to the doctor and decreased the medication, the flow rate of dilaudid was set at 0.384 and was decreased the next day. They then went to the doctor and they put in new medication, the doctor increased the flow rate so the new medication would get to the catheter and spine faster, they increased it to 0.37, on this report date they went back because the flow rate was too high and the patient was still having the same symptoms of headache and nausea. The bolus duration was 157hr, 45min.